Manufacturer narrative:
Eval summary: the most likely cause of failure is the instrument exceeded its useful life, due to normal wear. Eval: as returned the extractor/impactor screw has fractured. The instrument has an approximate field age of 9 years and exhibits damage that indicates its usage in the field. The device history record has been reviewed and the lot in question was produced, inspected and packaged within established and validated process parameters.

Event description:
It is reported that the femoral impactor fractured upon impaction of the femoral trial.